Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo and one unsealed powerport slim implantable port was returned for evaluation. Visual evaluation was performed on the returned device. A portion between the 44cm depth mark and 45cm depth mark was noted to be melted and deformed. The photo shows a partial view of the catheter tube. The catheters appear to be deformed. The manufacturing evaluation site states, this condition is caused during the process of placement of the catheter in the internal tray and sealing of it, the poor placement of the catheter inside the tray is a potential cause of this reported issue, therefore, it is determined that the cause of this condition is related to manufacturing. Thus, the investigation is confirmed for the reported catheter deformed issues. The root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the ti powerport low profile. During the production process it was noted that the catheter appeared to be pressed against heavy objects. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is will be performed. The return of sample is pending for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the ti powerport low profile. During the production process it was noted that the catheter appeared to be pressed against heavy objects. There was no patient contact.